Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap, battery cap contacts damage, battery failed alarm and crack on the battery tube side and on the battery tube threads. The customer also requested assistance with entering auto basal. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for cosmetic damage and it was found that the damage was affecting/impacting pump functionality. Troubleshooting was performed for battery cap damage and the customer will be provided with a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self test. Using a test battery cap, the test battery removed and reinserted with no failed battery test alarm noted. The pump was received with cracked battery tube threads and cracked case at the battery tube side the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, broken belt clip rail, stained serial number label, scratched keypad overlay and pillowing keypad overlay. The pump was received without the battery cap. Unable to verify damage to the battery cap. History download was successful using thump. Perform the history review 1 week prior to the event date 17-apr-2025 in the pump history file and found 3 lowbatteryalert (104) on 04/11/2025, 3 failedbatttest (58) on 04/11/2025, 2 sensorerroralert (801) on 04/12/2025, 2 lostsensor1alert (780) on 04/12/2025, 1 failedbatttest (58) on 04/16/2025, 6 failedbatttest (58) on 04/17/2025 and 1 battoutlimit (6) on 04/17/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 4/16/2025 6:52:58 am. There was no power data available for the date of 04/11/2025. Unable to check power data for low battery alert on 04/11/2025 and failedbatttest (58) on 04/11/2025. Failed battery test alarms on 04/16/2025 and on 04/17/2025 were expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Battery out limit alarm on 04/17/2025 was expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor aler noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.0 mv). The pump passed the required tests. Damage- cracked case battery tube confirmed. Damage- cracked battery tube threads confirmed. Power problem-failed battery test not confirmed. Damage-broken -battery cap contacts missing/damaged unknown. Damage-battery cap unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.